Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-13082. Related manufacturer report number: 2017865-2020-13084. It was reported that the patient experienced a pacemaker site infection. Also, pocket erosion was noted and was attributed to the suture. The system was removed. The patient was in stable condition.